Event description:
It was reported that the pump was put to minimum rate in 2011 due to two incidents in 2010 where in the hours immediately following two pump refills the patient had a period unconsciousness. Both times were then followed by a period of increased pain and opioid withdrawal symptoms a few days later. The patient fully recovered. The pump was delivering hydromorphone/ropivacaine 3mgs/ml at 0.4 mg/day. It was later reported that no diagnostics were performed on the device. The cause of the events was not determined. The pump was removed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Manufacturer narrative:
(B)(6). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.